Manufacturer narrative:
(B)(4). Date sent: 9/9/2020. One photo received. Upon visual inspection of one photo, the following was observed: the photo shows a white reload from proximal end and the pan can be seen partially dislodge from left side. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information: a photo was received for review. Review is currently in progress and not yet completed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a radical gastrectomy surgery, after opening the sterile packing, it was noted that there was cartridge pan separation. Changed to another device to complete the procedure. There was no patient consequence reported. No additional information could be provided.